Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50 serial#: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient had a procedure related epidural hematoma. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator additional information was received that the no device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had a procedure related epidural hematoma. The patient underwent an explant procedure.